Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales rep on behalf of the customer to troubleshoot the device. The rep confirmed that the ncare unit that was connected to the cv-190 was working but failed to display image on the monitor. Tac confirmed the customer¿s reported issue; however, color bars were seen on the monitor. The serial digital interface signals on the monitor failed to display anything when changed. The customer had attached an ela adapter when the cv-190 was powered on. Tac concluded that the unit should have been powered down prior to attaching the adapter and connection malfunctioned as a result. Tac advised the customer to send in the device for evaluation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center failed to work with the monitor. The event occurred during installation and there was no patient harm or user injury reported due to the event.